Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Additionally, the pump battery was not charging. There was no reported adverse impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined to perform troubleshooting. The customer reverted to insulin pens for insulin therapy.